Manufacturer narrative:
(B)(4). Reference exemption number e2017029. Possible screws: 25-660-05-91, 25-660-06-91, 25-661-05-91, 50-347-07-09.

Event description:
It was reported that screws pulled out of the bone. They were removed and replaced.